Manufacturer narrative:
B3 date of event was estimated based on aware date as the event date was not provided.

Event description:
It was reported that a catheter issue occurred. The opticross imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, the ivus catheter became wrapped around the wire. The physician had to remove the wire along with the ivus catheter. No patient harm or complications were reported.